Manufacturer narrative:
Nuvasive reference (B)(4). The device was not returned. Radiographs confirmed the event.

Event description:
On (B)(6) 2014, it was noted during a post-op visit, the inferior plate of the prosthesis device reportedly migrated anteriorly. A revision surgery was performed on (B)(6) 2014. Patient's bone quality, activity level and compliance with post-surgical instructions are unknown. Multiple attempts to gain further information have been made, with no response.